Event description:
The digital stryker prophecy team received a CT scan indicating that revision surgery may be required. A total ankle replacement with a wright medical/stryker device was previously performed for arthritis and ankle pain. Reports include swelling and medial ankle pain, with imaging suggesting a possible medial malleolus stress fracture and potential tibial tray loosening. No revision has been performed to date. Bone quality was described as good, and compliance with mobilization instructions was noted, though a physically active lifestyle may have contributed to the reported symptoms.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event was confirmed since images of CT scans were provided and shows loosening and migration of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows some radiolucence and some cysts tibially. There seems to be loosening and some subsidence at the anterior aspect of the device. Loosening and migration can be confirmed. There is no clear evidence of fracture of the medial malleolus. The bone status looks at least normal for an almost 50 year old woman. The talus does not show clear signs of loosening or migration. The hcp suspects a high level of activity and load as contributing factor for the loosening, which cannot be excluded. The CT scan does not give an answer to the question what led to the failure. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Although the issue is most likely patient related, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that revision surgery may be required. A total ankle replacement with a wright medical/stryker device was previously performed for arthritis and ankle pain. Reports include swelling and medial ankle pain, with imaging suggesting a possible medial malleolus stress fracture and potential tibial tray loosening. No revision has been performed to date. Bone quality was described as good, and compliance with mobilization instructions was noted, though a physically active lifestyle may have contributed to the reported symptoms.